Event description:
It was reported that a user experienced a brief dexcom g7 continuous glucose monitor (cgm) sensor signal loss, after which the sensor automatically reconnected and no further assistance was required. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no impact requiring medical attention or hospitalization. User support included troubleshooting and education provided at the time of the call. Investigation of this case revealed no persistent device malfunction and no identified responsible device, with the event resolving spontaneously upon reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user environment or transient connectivity factors that could not be reproduced during support.

Manufacturer narrative:
Initial.